Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the pch instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the hinge of the permanent cautery hook (pch) instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure. The surgeon used a backup pch instrument to complete the procedure.